Event description:
It was reported that the ¿pump alerts for downstream occlusion. During internal testing, the pump's alarm limit is around 0.8 bar, which is approved but close to the lower pressure limit. Dso (downstream occlusion) seal was also found to have come off. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The dso seal was coming off. The dso seal will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.